Event description:
It was reported that there were concerns this pacemaker exhibited loss of capture (loc) on the right atrial (ra) lead channel. Technical services (ts) reviewed the reports and stated that there does appear to be loc. The clinician will determine what the following steps will be. The device remains in use. No adverse patient effects were reported.